Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were problems with an implantable neurostimulator device, specifically a pain stimulation implantable pulse generator (ipg). The patient experienced pain around the implant and noted changes in stimulation when touching the implant on the skin or with certain movements. The patient confirmed that there had been no falls or trauma associated with the onset of these issues, which began a couple of weeks prior. The patient was advised to contact their healthcare provider to address the issue further. However, the patient mentioned not currently having a healthcare provider and was seeking assistance in finding one. The patient was redirected to appropriate resources for further assistance.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.